Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the proximal segment of the lead was returned for analysis.

Event description:
It was reported by the patient's wife that the patient suffered a heart attack six weeks ago. She further reported that the hospital the patient was brought to questioned why the device was set at 188, they felt that it should have been set at 160. Later it was determined, by a review of the manufactures data base, that the patient was deceased on (B)(6) 2010. The cause of death has been requested and not received.